Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service engineer found there was a blocked ise vacuum nozzle. He trimmed the ise vacuum nozzle tubing, flushed and blew out the ise vacuum and sipper nozzles, rotated the dilution vessel, replaced the sipper nozzle tubing, and completed all adjustments for the ise sample probe. He conditioned the ise electrodes, performed successful ise checks, and confirmed all liquid was vacuuming out during the ise reagent prime. The customer ran calibration and qc with results within the acceptable range. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas pro ise analytical unit. For chloride: sample 1 original result was 121 mmol/l and the repeat result was 109 mmol/l. Sample 2 original result was 112 mmol/l and the repeat result was 100.3 mmol/l. Sample 3 original result was 127.6 mmol/l and the repeat result was 111.1 mmol/l. For sodium: sample 4 original result was 145.9 mmol/l and the repeat result was 139.7 mmol/l. Sample 5 original result was 158 mmol/l and the repeat result was 141.4 mmol/l. Sample 6 original result was 159 mmol/l and the repeat result was 142.2 mmol/l. Sample 7 original result was 157 mmol/l and the repeat result was 138.8 mmol/l. Sample 8 original result was 160.3 mmol/l and the repeat result was 139.9 mmol/l. For potassium: sample 9 original result was 3.93 mmol/l and the repeat result was 4.34 mmol/l. Sample 10 original result was 5.04 mmol/l and the repeat result was 5.88 mmol/l.

Manufacturer narrative:
The nozzle was blocked by remains of sample material indicating a preanalytic issue at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device. The investigation determined the service actions resolved the issue.